Event description:
This lead was implanted on (B)(6) 2007, and remains implanted until this time. The information was received on (B)(6) 2013, and it was noted that rv electrode detected abnormal shock impedance measurement of > 125 ohms. The ep defines reprogram patient for change of electrode of shock. The physician was dr. (B)(6) at (B)(6)this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).